Event description:
It was reported that during the implant attempt, the lead had to be repositioned several times due to the patient's small veins. The lead was rubbing inside of the introducer which caused the outer insulation to pull back. High impedance was noted after repositioning the lead twice. The physician believed the lead was damaged while trying to reposition. The lead was not implanted and the chronic lead was re-used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism.